Event description:
It was reported that the procedure was to treat a de novo lesion with heavy tortuosity, mild calcification, and 90% stenosis in the mid left anterior descending artery. After pre-dilation with an unspecified 2x12 mm balloon dilatation catheter a 3.5x38 mm xience prime stent delivery system (sds) was advanced, the stent was deployed, and an edge dissection was noted. There was no interaction of devices. Another xience prime was used to cover the dissection. There were no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.